Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis, manifested by fibrin in the line, coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The patient was treated with ceftazidime (intraperitoneally, for three weeks, dose and frequency unknown) for peritonitis. The cause of the peritonitis was unknown. Dianeal therapy was ongoing. At the time of this report, the patient had recovered from the event. No additional information is available. This is report 2 of 3.